Event description:
The customer reported that he used a catheter that has been split which cut him and caused some bleeding.

Manufacturer narrative:
The used catheter, that the customer reported cut him, has not been returned. Unused samples were evaluated and shows no defects. If additional info becomes available, a f/u report will be filed.